Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately (9) nine years post initial procedure, an endoleak type iiib was identified. A reintervention was performed, and the physician elected to implant an alto main body, (2) two ovation ix iliac limbs, and ovation prime fill polymer. The final patient status was reported to be doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. However, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.the final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately (9) nine years post initial procedure, an endoleak type iiib was identified. A reintervention was performed, and the physician elected to implant an alto main body, (2) two ovation ix iliac limbs, and ovation prime fill polymer. The final patient status was reported to be doing well. Additional information: clinical assessment determined sac growth of 12mm also occurred that was not included in the event as reported. The sac growth was found during a review of the CT scan reports.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak is now able to be confirmed. This is consistent with the reported adverse event/incident. Procedure related harms of this complaint could not be determined with the medical records available for review. Additionally, the clinical assessment determined sac growth of 12mm also occurred that was not included in the event as reported. The sac growth was found during a review of the CT scan reports. The most likely causation for the reported event is device-related due to the use of strata material. The final patient status was reported as doing well. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata corrections: b5: describe event or problem - updated g3: awareness date - updated h6: investigation type codes: remove code 4119 h6: investigation conclusion codes: remove code 4315